Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported one implant broke during implantation and a second implant was identified to be broken when the package was opened during the same procedure. The broken implant was removed from the patient. There was a three minute delay, additional implants were available and were used to complete the surgery.

Manufacturer narrative:
Two clamps were returned for evaluation; it was reported one clamp broke during insertion and the other was identified broken when the package was opened. The broken clamps were returned in bio hazardous condition therefore only a visual inspection through the bag could be performed. A visual evaluation revealed that both clamps broke between the outer plate and the inner plate and have dried blood on the posts. There are no indications of a manufacturing defect. The most likely underlying cause of the complaint that the post broke during insertion was excessive force applied to the clamp during insertion. The clamp that was reported broken upon opening the package was not returned with any of the original packaging. The most likely underlying cause of this complaint cannot be determined as the implant was returned without original packaging.

Manufacturer narrative:
The complaint is that the lactosorb rapidflap clamp (part # 915-0020) broke during surgery. A visual evaluation revealed that the clamp is fully in tact and is not broken, there is dried blood between the inner and outer plates; therefore the complaint is not confirmed. The most likely underlying cause of this complaint cannot be determined as the clamp is not broken. There are no indications of a manufacturing defect. The complaint is that the lactosorb rapidflap clamp (part # 915-0020) was broken when the surgeon opened the package. A visual evaluation revealed that the clamp was returned with the original packaging and is broken above the outer post; therefore the complaint is confirmed. The most likely underlying cause of this complaint is due to excessive force being applied to the clamp during shipping and handling. There are no indications of a manufacturing defect.